Event description:
It was reported that the t:slim x2 pump battery would not charge despite attempts to use different cables and wall adapters. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy until the new pump arrived.